Event description:
It was reported that, in (B)(6) 2012, the pump was explanted due to an infection, but the catheter remained implanted. At the time of report, the patient was to receive an MRI.

Manufacturer narrative:
Product ID 8703 lot# j94142086, implanted: 1994 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).